Manufacturer narrative:
The reported event was that the patient suddenly experienced ventricular arrhythmia during the procedure. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant, the patient suddenly experienced ventricular arrhythmia. The physician suspected that the arrhythmia might have been induced by touching the heart with the right ventricular (rv) lead. The rv lead was not implanted. The patient is in stable condition.